Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen1240 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter and the extension tube can¿t be connected. Customer change a new one. No other information was provided.

Event description:
It was reported that the catheter and the extension tube can¿t be connected. Customer change a new one. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a connector unable to be assembled is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned connector pieces, which were observed to be not assembled. The catch slots of the grey plastic of the distal connector piece were observed to be slightly deformed. A microscopic observation revealed the edges at the distal end of the catch slots of the distal connector piece were deformed and appeared to have been slightly flattened and folded inward. This deformation caused the catch slot to be tapered and too thin to allow passage of the latch of the proximal connector piece; therefore, the connector could not be assembled. No mechanical damage was observed on the distal connector piece. The investigation was forwarded to the end-item manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.